Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked and had white dots on the purple part (coil cap) of the device. This issue was discovered prior to patient use. The device was filled with cefazolin 8000mg in 240ml sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 25-26, 2022. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which revealed fluid inside the bag that contained the device. Therefore, the reported condition was verified. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. The cap thread was not exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the device with water and manually tightening the blue wing cap. After fill and prime, the sample was monitored until the next day and no sign of a leak was observed from the device. The cause of the condition could not be determined, however, the potential cause was due to a use error by not securely tightening the blue winged cap. The product label (instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. Additionally, white drug residue in the form of "white spots" were noted on the outer surface of the purple coil cap, not in the fluid path. When a small leak occurs, the liquid drug dries up and forms white drug residue in the form of white spots. Therefore, the cause of white spots was due to drug residue which is unlikely to cause harm. This issue does not impact the sterile pathway and does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.